Manufacturer narrative:
Date of initial report: 2017-06-01. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device did not completely seal tissue after a completed cycle. The issue occurred when sealing ovarian vessels and a second time on a uterine artery with overlapping seals. Approximately 250-500 cc¿s of bleeding resulted from the issue, and the areas were sutured.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by post market vigilance investigation personnel. Visual inspection found no defects. The customer reported that during a procedure, the device did not completely seal. The reported condition was not confirmed. The device was activated on a saline soaked towel with acceptable results and a visual seal effect was observed. Additional functional testing was performed on the returned device with porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily. The instruction for used states: there are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.